Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "high volume line infusing total parenteral nutrition with filter became disconnected between filter and stopcock (extension set), tubing was saved." An incomplete date of event of (B)(6) 2019 was provided.